Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient called to inquire about MRI compatibility, stating they've had the system for awhile and that they had the "old leads," and that when it came time to get a new implant, as the leads were ok at the time of the battery replacement in 2012, they just used the old leads. The patient reported the last time they saw their managing health care provider (hcp), their symptoms had been doing really well and they discussed with the hcp that they were going to just let the battery die and they would see how the patient's symptoms were at that point, however, "probably 2-3 years ago, maybe 2 years ago", the system started shocking them in the wrong places so they turned it off. The patient denied having had any falls or trauma that led to the shocking and stated when it started, they thought they needed to get to the chiropractor so they went to an appointment, told the chiropractor about the shocking and the chiropractor told the patient to turn the neurostimulator off because it "might have migrated." The patient stated they turned it off and it quit hurting them, though it took a couple of days for it to settle back down. The patient stated they thought it migrated but they've not been having any symptoms, they've not had any pain and that everything had been wonderful. The patient stated the machine had been a "lifesaver" for them. Patient services reviewed MRI compatibility with the patient and documented the reported event. No further action was taken by patient services.